Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. The manufacturer's field service engineer (fse) provided remote troubleshooting to address the issue. The customer is to replace the lines going to and from the exhalation pressure solenoid. The leak was found to be in the tubing that runs from the bacteria filter. The leak was resolved and the unit passed est. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator fails [tubing leak] extended self-test (est) for error code check valve 3 (cv3) leak (3110). There was no patient involvement.